Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). The customer noted that the qc tests were acceptable prior to and after the events. The last calibration was performed on (B)(6) 2021 and had acceptable results. The field service engineer ran a precision check with great results. No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable creatinine plus ver.2 and ise sodium electrode results for 3 patient samples on a cobas integra 400 plus analyzer. Patient 1: the initial sodium result was 115 mmol/l and the repeat result was 136 mmol/l. Patient 2: the initial sodium result was 120 mmol/l and the repeat result was 135 mmol/l. Patient 3: the initial creatinine result was <0.2 mg/dl and the repeat result was 2.19 mg/dl. The results were reported outside the laboratory and the clinician questioned the results as low and not in line with the patients history. The creatinine lot number was 51387001 and the expiration date was 31-jul-2021. The sodium lot number was 21504347 and the expiration was asked for but not provided.